Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/15/2021 h.6. Investigation: customer returned (1) loose 1/2cc syringe. The returned syringe was examined and exhibited the same condition as shown in the photos. Customer returned images of a single 0.5ml syringe with no other identification available. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the images and sample received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel..

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6) initial reporter fax# : (B)(6) initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel.